Manufacturer narrative:
Additional information was added to h4, h6, and h11. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photograph identified a separation between the tubing and the spike. The reported condition was verified in the photograph sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) clearlink system y-type blood/solution sets separated at the interface between the white spike and the clear tubing during a blood transfusion, resulting in blood spillage. These occurred during surgery with anesthesia. The tubing sets were replaced, which resolved the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.